Event description:
This is catheter #3 out of 3 with the same issue and lot #. The catheter was kinked when removed from the package. The catheter was removed on the paper. The catheter was never used on patient or enter into the body.